Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis: device photograph(s) for the device related to the reported event of cyst(s), pain and visibility/palpability requested on april 03, 2024. Lot number 2325123 can be observed on the device. Visual analysis of the photographs identified: cyst(s): unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ("at ultrasound there are scattered simple cysts in both breasts ranging from 3 to 5 mm." ¿scattered simple cysts in both breasts ranging from 3 to 5 mm¿, ¿images of cystic appearance of random distribution in both breasts¿, and ¿simple cyst in the right breast¿- which are not device related) ,"stronger discomfort¿. ¿ball¿ came out and discovered that the ¿ball¿, as it is unclear what side the ¿ball". Hcp later reported ¿it appears that the bump is due to the rupture of the implant and indeed it is still ruptured" this is for the right side device. The device has been explanted.